Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The customer reported issue was not confirmed. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed all testing pertaining to accuracy confirmation and temperature verification. The device passed the homechoice rite electrical test and failed the homechoice rite functional test because of a system error 0002 alarm during the button verification test. The system error 0002 alarm is not related to the patient death. The device history review and service history review revealed no issues that could have caused or contributed to the patient passing away. Therefore the assignable cause of the problem is undetermined. It is unlikely that a device malfunction caused this death. This issue is being investigated through CAPA.

Event description:
During follow up on (B)(6) 2012 for an unrelated issue with the peritoneal dialysis registered nurse (pdrn) the pdrn stated that the patient passed away from unknown causes. She was unable to provide any further information and was unsure if it was peritoneal dialysis (pd) related. On (B)(6) 2012 the pdrn was contacted by baxter product surveillance and stated there is still no additional information to add to this report.